Event description:
Per the clinic, the device was explanted on july 19, 2022 subsequent to sustaining a head trauma. There are no plans to reimplant the patient with a new device as of the date of this report.